Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: surgiclip is failing in lot or surgeries: the type of failure is always the same, incorrect clip formation (twisted or just the tip is closed), product jammed after one or two clips applied. In some occasions the way the clips came out causes tissue tearing.